Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A patient with a navicular fracture underwent open reduction internal fixation on (B)(6) 2013. During the procedure the tip of the drill bit broke. All pieces were retrieved from the patient and there was no delay in the procedure. Reportedly the patient outcome was good. This report is 1 of 1 for (B)(4).